Event description:
Following a myosure procedure for uterine tissue removal and a dilatation and curettage (d&c), a novasure endometrial ablation was attempted. Following an unsuccessful cavity integrity assessment (cia) test the physician did a laparoscopy and found ¿a perforation as well as excessive bleeding at the posterior wall of the uterus¿. The physician then did a hysterectomy per the pt¿s request. We have been unable to obtain additional info surrounding this event. If additional info is received, a supplemental medwatch will be filed. A hysterectomy, dilatation and curettage (d&c), and sounding (not hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) reviews were not able to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).